Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."

Event description:
It was reported that the patient experienced coupling and/or communication issues with the recharging system since the date of the device implant. The patient was unable to obtain more than two bars (even after using the antenna locate feature and obtaining a top number of 78). Upon palpating the ins pocket site, the patient noted that the depth and position of the ins remained the same as when implanted (not too deep/very superficial). The device was stated to be "bulging out." The patient held the recharger tight to the body when attempting to couple the devices. A second recharger was used with the same result. It was suspected that the ins may be flipped. X-rays were performed, but were "difficult to interpret." The ins flip was, this, not confirmed. But it was stated that the battery looked ok and not flipped. It was further reported that the left lead group had an impedance of 2318, and the right lead group had an impedance of 93. The possibility of a short circuit was suggested. It was later reported that the patient experienced a shocking sensation on the left side of the body. Several impedances on the patient's left side were "off." The patient was to see a neurosurgeon to schedule a surgery in order to work through and troubleshoot the issues with the device system. No further details, patient symptoms or outcomes were provided at the time of the report.